Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vticmo12.6, -18.00/2.0/092, implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was the device.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).